Manufacturer narrative:
The ge service rep removed and replaced the system batteries. The unit operates as intended.

Event description:
The customer reported that the system was unable to take exposures. They were receiving a readout stating the system was 40% charged.